Event description:
It was reported that noise leading to oversensing was observed on the low voltage right ventricular (rv) lead, the high voltage rv lead, the left ventricular (lv) lead, and right atrial (ra) lead. Abnormal pacing impedance was also observed on the lv lead. The noise led to inhibition of pacing in a pacing dependent patient. Lead damage was suspected but no diagnostic imaging was performed to confirm lead damage. The noise could be reproduced with provocative testing. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences. Related manufacturer related reference number: 2017865-2022-07289, 2017865-2022-07288, 2017865-2022-07287.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead and right atrial (ra) lead. The noise led to inhibition of pacing in a pacing dependent patient. The noise could be reproduced with provocative testing. During revision, lead damage due to subclavian crush was confirmed. The rv lead and ra leads were explanted and replaced to resolve the event. The patient was stable and will there were no adverse consequences.

Manufacturer narrative:
The reported events were oversensing noise and clavicular crush. As received, a complete lead was returned in four pieces. The reported event of oversensing noise was confirmed. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to device can. The reported event of clavicular crush was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any indication of clavicular crush damage except for procedural damage.